Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that an alliance inflation syringe was used during an esophageal dilatation procedure. According to the complainant, during the procedure, when the balloon was inflated the gauge of the device did not register any pressure readings. It was reported that the procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an alliance inflation syringe was used during an esophageal dilatation procedure. According to the complainant, during the procedure, when the balloon was inflated the gauge of the device did not register any pressure readings. It was reported that the procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the device found no signs of damage. Functional analysis was performed. The syringe and gauge were tested with a test stopcock. The device was pressurized with sterile water for 30 seconds, but no movement of the gauge occurred. No leaks were noted on the device during the test. The complaint that the gauge was reading inaccurately was confirmed. It is most likely that this failure occurred due to damage during handling such as a small drop that could have jarred the internal gauge components. Therefore, the most probable root cause for this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.